Event description:
Additional information was received 03sep2020. The device was originally placed to provide drainage after lithotomy. The stent was observed to be separated prior to attempted removal. The separated section of the device was removed with forceps under cystoscope.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 investigation ¿ evaluation event description: it was reported, on or about the (B)(6) 2020, a filiform double pigtail ureteral stent set was placed in the patient to assist with drainage after undergoing a lithotomy procedure. The operator reported that after indwelling for two weeks, the patient returned on (B)(6) 2020 to have the stent removed. Prior to removal, it was discovered under cystoscope that the pigtail of the stent in the bladder had broken off inside the patient. The operator was able to utilize forceps during the cystoscope and remove the separated section of the device. There were no adverse effects reported due to the malfunction. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawing, specifications, manufacturing instructions, the instructions for use, and quality control data. One filiform double pigtail ureteral stent set was returned for investigation. Only the stent was received; the tether was not returned. The distal coil had been severed and was not returned for investigation. The length of the stent body from the base of the proximal coil to point of separation measured 26.5cm. Separation occurred 3mm above the first ink band at the distal end and did not occur at a sideport. Under magnification, striations were visible at the severed end, an indication the stent was cut by an instrument of undetermined origin. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The evidence from the complaint file, device history record, complaint history, quality control documents and complaint device indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. A review of relevant manufacturing documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "precuations ¿ improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. ¿ individual variations of interaction between stents and the urinary system are unpredictable. ¿ periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. ¿ the stent must not remain indwelling more than twelve months. If the patient¿s status permits, the stent may be replaced with a new stent." The cause of the complaint has not been established. Based on the available information it was not possible to eliminate product handling, medical procedure, device failure, or manufacturing related causes. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a procedure to remove a filiform double pigtail ureteral stent for the patient, it was noted under cystoscope that the pigtail in the bladder was broken inside of the patient. The device had been indwelling for 2 weeks. The broken component was removed. No adverse effects have been reported due to the alleged malfunction. Additional patient and event information has been requested.